Event description:
It was reported that, "the patient was experiencing pain. Glenoid was revised."

Manufacturer narrative:
Device not returned. No evaluation will be performed. Should device become available with additional information, a supplemental report will be issued.